Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with a thirty unopened samples were received for analysis the product code is vcp433h. Following the sampling plan, a visual inspection was conducted on 13 samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the thirty samples.all samples broke due to improper tipping, as the sutures were breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. The 3 actual samples were discard. The surgeon refused to use the remaining 30 sterile products from the same lot and they will be returned for analysis. No additional information could be provided. There were no adverse reported. Additional information was requested.